Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the linkassist released unexpectedly. Patient stated sometimes the infusion set will get stuck in the device and not release, and then will release unexpectedly and shoot across the room. No adverse event reported. Requested return of the alleged linkassist for evaluation; replacement was sent.